Event description:
It was reported by service report that the scale was not working. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: multi zone footboard installed to a single zone bed.